Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed. It was determined the scope socket was loose. The video connector socket did not secure any paddles and when slightly moved, noise or loss of image occurred. The cause of the problem was assigned to the video connector socket.

Event description:
A user facility reported to olympus "not getting sdi - no color bars" and an intermittent image when the camera moved. There was no patient injury or harm associated with the reported problem. The reported problem occurred prior to the start of a procedure. The intended procedure was completed using another device (details unknown).

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined the event likely occurred because electrical connection of the video connector became unstable and the image signal from the scope to the video processor was not transmitted correctly.